Manufacturer narrative:
Additional information received: the guidewire could not pass through the central lumen before implantation, when it was outside the body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. There were no abnormalities observed when flushing the inner lumen via the luer. A 0.035-inch guidewire was inserted via the taper tip and advanced along the lumen. A blockage was observed 31.1cm from the end of the taper tip. The guidewire was inserted via the luer and advanced; the blockage was observed 86.5cm from the luer. A slight kink was visible on the graft cover immediately distal to the graft cover bond. Damage to the spiral inner was partially evident through the graft cover and middle member. The spiral inner was removed; damage was observed on the inner 31.1cm from the end of the taper tip. The cause of the damage to the inner spiral and subsequent blockage could not be determined through analysis. Photo evaluation:two (2) photos of the device and product packaging were provided for review. There was no abnormality observed to the device from the photos. A diagram of the aorta with inner diameters was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned for implantation in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm in conjunction with a valiant captivia stent graft that was used for treatment of a thoracic aortic aneurysm. It was reported that during the index procedure, the guidewire was unable to be passed through the centre of the endurant stent graft system and so the device was unable to be implanted. It was reported that the surgery was completed with another stent graft. As per the physician, the cause of the event was related to a product quality defect. No additional clinical sequelae were reported and the patient is fine.